Event description:
It was reported that thrombosis occurred. Prior to the procedure, the patient was on eliquis 5 mg twice a day and discontinued use on (B)(6) 2021. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Post-release of the device, a mobile thrombus was noted on the face of the device. The thrombus was approximately 3-4 mm in length and appeared to extend from the threaded insert. The activated clotting times (act) during case was 350, 299, and 314. Upon noticing the thrombus, 5000 of IV heparin was administered. No protamine was given. A limited surface echo was performed, post procedure, and they were not able to visualize anything on the device at that time. The patient was prescribed eliquis 5 mg twice a day and 325 mg aspirin. The patient will remain on 325 mg aspirin at least until the patient returns for their check-up on groin access the following week.